Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data, with poor morphology noted. Ts discussed device programmed settings. The device was reprogrammed and the sensing vector was changed. This device remains in service. No additional adverse patient effects were reported.